Event description:
The customer reported that the image turned pure white during fluoroscopy and became unusable. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power signal interface board was replaced. The sys was then found to be operating as intended.